Event description:
It was reported the primary packaging was not sealed. (2pcs).

Manufacturer narrative:
Based on the available information this event is deemed a reportable malfunction. Per the information received, the device was not used on the patient. The seal integrity could not be determined based on the photograph provided. Additional information has been requested, however no additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted.